Event description:
The following information was provided: mics had issues verifying. Got it to pass. Could not pass checkpoint after switching attachments. Collar seems to be sticking out/could be close to falling out. Cuts slightly off. Swapped mics and no issues then. Case type / application: tka 2.0